Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase.

Event description:
It was reported that the customer's insulin pump was stuck on rewind loop and alarmed motor error. Troubleshooting was performed. The drive support cap appears to be normal. Assisted the caller to run the displacement test and the test failed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.